Manufacturer narrative:
Response to device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were three similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. False positive results were reproduced during the investigation, however, root cause could not be determined.

Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use cartridge sn (B)(6), lot 22415b, reader sn (B)(4). A repeat cue covid-19 test performed on the same day provided a negative result. On (B)(6) 2022, customer tested negative with a sars-cov-2 rt-pcr test.